Manufacturer narrative:
(B)(4). Results of investigation: the vyaire medical factory service center received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device confirmed the reported issue and isolated the issue to the alarm, reed/plate. Factory service repaired the unit and returned it to the customer.

Event description:
The customer reported that when either the air or oxygen was disconnected, the blender did not alarm. The blender was at 30-40% and flow meters were on more than 5 liters per minute (lpm). There was no patient involvement associated with this reported issue.